Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. The system was then tested an met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4)

Event description:
Adverse event(s): "chamber collapse" (collapse). Product problem(s): "no device problem reported" (no known device problem). A nurse reported a surgeon had several instances in which the chamber collapsed. This occurred during sculpt, quadrant, and irrigation/aspiration modes. The cassette and handpiece were switched out after sculpt and before quadrant mode without a change in occurrence of chamber fluctuation. The surgeon feels the cassettes were the issue. A back-up unit was brought in to complete the remainder of the cases. Two cases were subsequently canceled. This is the second of two reports being filed for the facility.